Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A report was received involving a 1104 hm-olm intracranial monitoring pressure kit which was described as follows; the unit did not show a signal on the screen when the catheter was connected to the pac cable. There was no patient contact; however, surgery was delayed for 30 minutes. Another catheter was used and the camino worked properly. It is unknown whether the patient was anesthetized while the unit was being changed. Further information has been requested.